Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut, and visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was thoroughly analyzed electrically and visually in an attempt to find the explanation for ¿high thresholds¿ described in the event. Results for electrical testing, including cross-continuity testing, were within specified parameters. Although explant damage (extrinsic cut to outer insulation, no blood ingress) was observed, no other anomalies were discovered regarding the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complicati ons have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.